Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an open procedure, the tissue pad was detached off when the nurse wiped the clamp arm with the wet gauze. As the tissue pad was detached off outside the patient, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.